Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information, follow-up for additional information is still in process. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bronchoscopy procedure, the patient experienced an increased amount of bleeding while the surgeon was treating tissue in the left lower lobe, superior segment with a corecath device. The patient needed a blood transfusion while the surgeon worked to control the bleeding. The surgeon reported no issues with the device itself. The patient recovered in the ICU with no further interventions reported.